Event description:
It was reported that this right ventricular (rv) lead was damage during a valve surgery. This lead was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was damage during a valve surgery. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The physician believed one of their catheters was wrapped around the rv lead during the ablation procedure. This interference will explain the complaint outcomes.

Event description:
It was reported that this right ventricular (rv) lead was damage during a valve surgery. This lead remains in service. No adverse patient effects were reported.